Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, they could not see through the vasoview hemopro 2 (w/ vasoshield) dissection tip.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that there were two additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of oct 2021¿ through ¿jan 2022. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 to jan-2022 was reviewed. The overall complaint rate was found to be (B)(4) and is above the +3sd. Run rule trigger of 1 point above the #s.d for "poor visibility thru tip" in jan 2022 due to 5 complaints. Trigger is addressed in a cr. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/13/ 22) enter investigation findings: the device was returned to the factory for evaluation on 02/03/2022. An investigation was conducted on 02/10/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The dissection tip was observed to be intact, no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be have dark spots around the center of the image. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.